Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, prime and no delivery tests. No excessive "no delivery" alarm noted during testing. The insulin pump had cracked display window corner. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a no delivery alarm. The customer's blood glucose was 411 mg/dl at the time of incident. The customer performed plunger push and there was normal resistance. The customer stated that the insulin pump did alarm no delivery during manual prime. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.